Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair goes into control inhibit when going up an incline. Dealer states the chair was tilted when he was trying to drive up the incline. We had to turn drive lockout off in order to drive the chair. Dealer stated end user was experiencing this when he went out to service the power chair.